Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. While unpacking the 3.00x12mm promus element stent delivery system (sds), it was noted that the stent had dislodged from the stent delivery balloon. It was noted that the sterile barrier of the package was intact and there was no evidence of damage to the external packaging of the device. The device never entered the patient and the procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as fine. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. While unpacking the 3.00x12mm promus element stent delivery system (sds), it was noted that the stent had dislodged from the stent delivery balloon. It was noted that the sterile barrier of the package was intact and there was no evidence of damage to the external packaging of the device. The device never entered the patient and the procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged and inside the device's stent protector. The stent protector was cut off the stent. The stent is damaged at a number of points along it's length, a strut at one end of the stent is raised and one end of the stent appears to have narrowed. The stent struts are separated at multiple points along it's length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A product mandrel was inserted through the lumen with no restrictions noted. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).